Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the needle tube broke through the sheath which may be caused by: ¿the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. ¿the scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. ¿when an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. ¿the needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The event can be detected/prevented by following the below warnings from the instructions for use: ·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ·do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that after the diagnostic endobronchial ultrasound-guided transbronchial needle aspiration, the single use aspiration needle was found sticking out from a different position from the usual tip of the sheath. The needle required inspection as the endoscope was noted to be leaking near the distal tip of the outer sheath in the cleaning machine. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the insertion part was buckled about 5 mm from the tip. The coil sheath was deformed, and the outer tube was perforated. It was not possible to stick the needle tube out because it was caught at the buckling point at the tip of the insertion part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.